Event description:
Per report, post deployment of a 26mm sapien valve, the valve was placed too aortic (80/20) and canted, resulting in a severe perivalvular (pv) leak. The patient's aortic valve leaflets were severely calcified, which was considered to be a contributing factor on the bioprosthesis malposition. A second sapien valve was deployed within the first one with a final result of minimal pv leak.

Manufacturer narrative:
It has been learned that this event was also reported under manufacturing report number 2015691-2012-17244. Therefore, this report is a duplicate. All the information related to this event will be reported under 2015691-2012-17280. As reported by the edwards field clinical specialist, the sapien valve was placed too aortic and produced moderate to severe aortic regurgitation (ar). The transcatheter aortic valve replacement (tavr) procedure went uneventfully until deployment. The valve started out in a canted position to the native valve. When the sapien valve was deployed, it righted itself and moved aortic. The valve was secure in the annulus but since it moved aortic it created a moderate to severe leak. The operators post dilated the valve with 1 cc of added contrast, which produced no benefit. It was then decided to place a second valve to correct the leak. The second valve was placed further ventricular to provide a better seal. This corrected the leak and the end result was trace paravalvular leak in the posterior segment. The patient was stable throughout the procedure, and was brought back to the recovery room in stable condition. Additional investigation revealed the following: no severe septal hypertrophy. Mild mitral annular calcification. The aortic root and native leaflets were severely calcified. The patient's left ventricular ejection fraction was 60%. The image intensifier angle was described as good, as was the coaxial alignment of the valve and delivery system. The sapien valve was positioned 80:20 aortic following deployment. During sapien valve deployment, ventilation was held, balloon inflation was held for three or more seconds, and pacing capture was not lost. Per report, the perceived cause of the sapien valve being canted upon deployment was the amount of calcium on the native leaflets. The device history record review of the effected sapien valve shows the device met specifications prior to distribution. The device is not available for analysis as it remains implanted in the patient. Per report, imaging is not available for this case. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transaortic heart valve replacement procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In the absence of imaging from the case, the root cause of the valve malpositioning and regurgitation cannot be determined. However, there are several factors that may have contributed to the event, including the patient's preserved ejection fraction (65%) and, per report, severe calcification of the native aortic root and leaflets. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.

Manufacturer narrative:
Investigation is ongoing.